Event description:
Note: this manufacturer report pertains to the second of two devices implanted in separate procedures. It was reported to boston scientific that an obtryx system - halo was implanted into the patient during a transobturator tape (tot) procedure performed on (B)(6) 2021. Following the procedure, the patient presented for pain several times. The patient noted she never had this kind of pain before the implantation of the prosthesis. A magnetic resonance imaging (MRI) was performed. On (B)(6) 2023, a pelvic ultrasound was performed and showed no abnormality of the urethral bladder channel. The entire bladder mucosa was normal, no trigonitis, erosion, stones, abnormal areas, and urothelial lesions. There was a small swelling under the urethral mucosa inside the right ureteral meatus. The cystoscopy was normal apart from the pain on palpation of the vaginal cul-de-sac. The patient is currently having constant pelvic pain, difficulty walking (must lie down as much as possible to be able to walk for two hours), pain in both groins, in the pelvis, in the legs, dyspareunia, labor-like pain, and needle-like pain. She has recurrent urinary infections, problems emptying the bladder, frequent urge to urinate even though the bladder is not full, burning in the urethra, and pain on each side of the vagina.

Manufacturer narrative:
Block h6: imdrf e1405 captures the reportable event of dyspareunia. Imdrf e1301 captures the reportable event of dysuria. Imdrf e2330 captures the reportable event of pain. Imdrf e1310 captures the reportable event of urinary tract infection.